Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient used an alternate blood glucose test site. Additionally, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.